Event description:
The stapler fired correctly but then the load's anvil would not open and release the tissue when the handle's black knobs were pulled back. The manufacturer wants to evaluate the device in their qa lab. The pin at the load end of an endo gia handle has both a pushing and pulling function. When the staple load is inserted over the pin and then rotated clockwise into position, its internal mechanism becomes linked to the handle's pin by engaging a hook-like shelf at the tip. During firing; the pin advances as the handle is repeatedly squeezed, first closing the staple load's anvil and then pushing the load's wedge and knife distally. This force on the staples upward through the tissue and into the anvil to be formed into letter b's. Once this process reaches its full extent the black knobs of the handle pull the pin back along with the wedge/knife assembly. This time, however, the two were not properly linked and the black knobs (and handle's pin) were pulled back leaving the wedge/knife assembly at the end with the anvil closed. The company recommended process of "cycling the instrument" protects against this occurrence because it tests the instrument's entire function short of firing staples. Unfortunately, it is possible to insert a staple load and not create the desired link, then forget to cycle the instrument because of a rapidly developing situation with the surgery such as excessive bleeding.